Manufacturer narrative:
The reported opus speedscrew device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was not established as the plug and implant were not returned. From the information provided, the inner plug in the implant is not securing. Visual inspection shows the device was received in a full deployed condition. Implant and plug not returned. Function switch was found in a full advanced position. No clinical suture was present. The green snare line was found pulled out thru the distal end with its snare loop broken and not returned. The white snare line was found partially reeled in with no clinical suture. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect suture loading. Or excessive force. Incorrect suture loading can result failed suture snaring and excessive force can result in damage to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the inner plug in the implant is not securing. A backup device was available to complete the procedure. No patient injuries were reported.